Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. Programming changes were performed. The patient was in stable condition.